Event description:
Consumer is alleging she received a burn to her abdomen while using a heating pad after undergoing abdominal surgery.

Manufacturer narrative:
This product is in the possession of consumer's attorney and would not be released to our laboratories for a complete examination. Limited product testing was performed on november 10, 2005. The heating pad was found to be in good working condition with no apparent failures. We must conclude that our product had no malfunction that contributed to this incident.